Event description:
While cleaning pins after taking the stereotactic frame off the pt's head, the doctor noticed that the hard metal tip of one pin was chipped. The doctor was notified and he ordered a stat x-ray. The x-ray verified the missing piece of metal deposited under the skin on the skull bone at the right posterior pin site.

Manufacturer narrative:
This MDR is based on the uf/importer report: (B)(4). The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.